Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t wave oversensing. It was also reported that due to the oversensing the patient's ventricular pacing was not tracking with their atrial rhythm, resulting in shortness of breath. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.